Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd¿ sedi-40 was broken.